Event description:
It was reported that prior to the case the customer could not get the bur to lock into the attachment. Upon evaluation it a broken bur was found in the attachment. The procedure was completed successfully and there was no surgical delay or patient impact as a result of this event.

Manufacturer narrative:
The device was returned. The quality investigation is complete.